Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (cx) artery with mild calcification and moderate tortuosity. After pre-dilatation, the 2.75x18mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, after post dilatation a proximal edge dissection was noted. Therefore, a 2.75x12mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.